Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up medwatch report will report additional, relevant information.

Event description:
This report is filed due to a steerable guide catheter cable break. It was reported that this was a mitraclip procedure treating mixed functional and degenerative mitral regurgitation (mr) grade 3-4. During steerable guide catheter (sgc) insertion into the femoral vein without force and without unusual resistance noted, the sgc knob was turned 1/2 a turn when a noise was heard and a cable break was suspected due to lack of sgc tip deflection. The sgc was removed without reported issue and another sgc was used in replacement. One mitraclip was implanted, reducing the mr to grade 1. There were no adverse patient effects and there was no clinically significant delay. The patient is in stable condition and the final mr results were reportedly good. There was no additional information provided regarding this issue.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: all available information was investigated the reported cable break and resultant tip deflection issue (mechanical issue of steerable guide catheter [sgc] unable to curve guide) were confirmed via returned device analysis. The reported noise could not be replicated in the testing environment as the event was a symptom of the cable break. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined that the reported noise and mechanical issue of sgc unable to curve guide were a result of the cable break; however, a definitive cause for the cable break could not be definitively determined. It is possible that by turning the knob 1/2 a turn caused increased tension on the device which can lead to the break in the negative "-" cable and resulting in the loss of tip functionality and noise; however, this cannot be definitively confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.